Event description:
It was reported that a clearlink system continu-flo solution set had a cracked collar. This was observed after patient infusion with fentanyl. The nurse was attempting to disconnect the tubing connected to the patient and it "didn¿t feel like it normally does¿. The nurse looked at the set closer and discovered that the collar was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: additional initial reporter phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.